Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer 3 on main had missing magnet in catch striker. The field service engineer replaced striker to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 3 was opening. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.